Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. Episodes of low impedance were also observed on the rv lead. Diagnostic imaging was performed but no damage was seen. No intervention was performed; the patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to oversensing was observed on the atrial lead. No intervention was performed; the patient was stable and will continue to be monitored.